Event description:
On 6/12/85 an ipp device was implanted. On 8/3/94 the cylinders and pump were revised. On 2/10/97 the entire device was removed from the pt due to fluid loss and infection. Add'l lot/ser no: 0688w 002.